Event description:
It was reported that this pacemaker exhibited oversensing of the right atrial (ra) lead signal. This resulted in stored electrograms (egm). Technical services (ts) recommended reprogramming the atrial sensitivity. No adverse patient effects were reported. Currently, this pacemaker and lead remain in service.